Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6) research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient had right tka revision due to infection.

Manufacturer narrative:
An event regarding infection involving a unknown insert was reported. The event was confirmed. Method & results: -device evaluation and results: not be performed as the subject device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the primary harm involved is bacterial and fungal infection tka. There is insufficient documentation presented to further complete this assessment." Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. A review of the technical evaluation for the reported infection indicated that based on the data reviewed, it has been determined that the introduction of the reported causative agent of this post-operation infection was not via the medical devices (i.e.: metal femoral stem, acetabular shell, femoral head (metal and ceramic), or x3 uhmwpe insert). A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The patient had right tka revision due to infection.